Event description:
It was reported that the patients implantable pulse generator (ipg) was not working due to charging difficulties and issues connecting the charger to the ipg. An x-ray revealed that the ipg was slightly tilted, and there was swelling at the site. Additionally, the patient experienced impaired wound healing post-implant. A pocket revision procedure was performed, and the patient is now doing well postoperatively. The ipg remains implanted in the patient and in use.